Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the loading unit was fully fired. The clamping mechanism was deformed. The loading unit anvil was bowed. Functional testing could not be performed due to the clamping mechanism deformation and damaged knife blade. Microscopic inspection of the knife blade noted damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the bowed anvil, deformed anvil clamping mechanism and buckled knife bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they applied the stapler to the disconnected puncture in a laparoscopic thoracoscopic left lower lobe resection, the stapler fired and distal cutting was smooth but there was a poor staple formation and the device was stuck and it burst. They noted that the distal portion of the staple line was incomplete. Additionally, the jaws of the stapler were locked on a tissue and they had to straighten the back of the stapler for it to be removed. They used a new device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they applied the stapler to the disconnected puncture in a laparoscopic thoracoscopic left lower lobe resection, the stapler fired but there was a poor staple formation wherein the device was stuck and it burst. They noted that the distal portion of the staple line was incomplete. Additionally, the jaws of the stapler were locked on a tissue and they had to straighten the back of the stapler for it to be removed. They used a new device to complete the case. There was no patient injury.